Event description:
Healthcare professional (hcp) reported at the moment of opening the xen®45 gts, it was not sealed. Healthcare professional (hcp) question the sterility of the device so a back-up device was used. Surgery was completed with another device. There was no patient contact.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.